Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The balloon was visually inspected and was identified to be scaled on the shell. The balloon did not pass the leakage testing performed. The cuff passed visual inspection and leakage test. The pump passed visual inspection, functional and leakage test. Based on the information available, the balloon not passing the leakage testing could affect the product performance.

Event description:
It was reported that this artificial urinary sphincter (aus) returned without initial reporter and any performance allegation information. Upon analysis of the returned components, the balloon did not pass the leakage test due to a tear from fatigue inside scaling. There was no additional information provided.